Event description:
The reporter indicated that during a pacer upgrade procedure, when the ventricular lead was attached to the pacer, it would not pace. However, the ventricular lead tested fine with the analyzer. When the artial lead was connected to the ventricular port, atrial pacing was seen. The pacer was not used; it was sent back for analysis.